Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked with normal saline coming from the y-site. It was further reported that the y-site was flattened, and the inside was protruding out. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to f10/h6: component codes: replace g04034 with g04135. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.